Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens caught in the cartridge and tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another lens was implanted.

Manufacturer narrative:
Results - visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.